Event description:
Hosp reports that allegedly during an approx 4 hour hysteroscopy procedure (nine 3 liter bags used) pt experienced fluid overload. During the last 10-20 minutes of procedure unit alarmed 3 times, but deficit reading was within acceptable range and dr continued and completed procedure. Pt stayed in hosp for a week so they could monitor her condition and was then released to home care. Hosp contact stated they did not see unit malfunction but when they counted inflow bags and outflow material post procedure, they found a deficit.